Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient underwent the index procedure due to stable angina. A 2.25x32mm taxus liberte stent was deployed in the distal left circumflex artery (dist lcx). Three promus stents of size 2.5x15mm, 2.75x28mm and 3.0x12mm were deployed in the mid left anterior descending artery (mid lad). Post procedure residual stenosis was 0% with timi iii flow at all segments. The patient received a peri-procedural loading dose of the thienopyridine medication prasugrel 60mg and was started on aspirin 81mg. The next day the patient received the study medication maintenance dose of prasugrel 10mg. The subject was discharged. In (B)(6) 2012, the patient experienced angina. The event was reported with the serious criteria of hospitalization. The patient presented to his cardiologist¿s office with complaints of chest heaviness and shortness of breath. 17 days later, the patient presented to the hospital with recurrent chest pressure. Coronary angiography revealed 20% proximal and 20% mid in-stent narrowing in the lad; 40% proximal mid circumflex narrowing with 75% tubular in-stent restenosis of the circumflex stent; and 90% proximal and 80% mid vessel narrowing in the right coronary artery. The lcx was treated with deployment of a 2.5x28mm non-bsc drug-eluting stent with 0% residual stenosis at the stented site and timi iii flow of the distal circulation. EKG revealed normal sinus rhythm at 66bpm. The event was reported as recovered/ resolved and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).